Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Caller reports her ins is not able to charged to 100%. Caller reports she heard a sound that indicated her ins is full, but when she checked and its only 70% charged. Caller reports she checked on controller every 10-15 minutes when she is charging. Caller reports she noticed it in the last month. Reviewed observing the led light on the controller. Suggested taking a screenshot of any error messages. [See (B)(4) for related event]